Manufacturer narrative:
The device remains implanted in the patient; therefore product testing on this device could not be performed. Device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. A review of the device labeling was completed. Stent obstruction is identified in the labeling as a known inherent risk of trabecular micro-bypass stent surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the results of the investigation, quality product deficiency was not identified. The omitted information was requested but was not provided. (B)(4).

Event description:
The surgeon reported that an istent patient presented post-operatively with stent obstruction by iris. The surgeon suspected adhesion between the stent and this iris. Secondary surgical intervention was performed to release the iris from the stent and the stent was reimplanted. Additional information has been requested.